Event description:
Reporter states user wrapped the coaguchek s control vial in gauze when trying to break the ampule but glass broke through the vial and entered the user's finger. The glass was removed with tweezers. No medical attention received.